Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and an x-ray was performed after the implant procedure to document the position of the system. It was then noticed that the electrode was not located in the correct position, therefore, the physician decided to perform a revision procedure, in which the electrode was successfully repositioned and secured with a third suture. The electrode remains in service. No additional adverse patient effects were reported.